Event description:
The customer reported that an mp70 monitor was being moved from one mounting location to another. The monitor was released using the quick-release lever, and immediately positioned on the new mounting. Just as the nurse left the monitor, it fell down to the floor hitting her feet.

Manufacturer narrative:
The customer reported that an mp70 monitor was being moved from one mounting location to another. The monitor was released using the quick-release lever, and immediately positioned on the new mounting. Just as the nurse left the monitor, it fell down to the floor hitting her feet. The nurse suffered minor injury. Philips personnel went onsite and checked the monitor mount in question and noticed that the movement of the quick-release lever seemed to be too slow. In order to ensure a complete investigation, philips requested replacing the mount in question, and sending it back to philips for analysis. The part in question was received at philips and went through complete mechanical analysis. In her analysis, a philips product support engineer (pse), stated that the part was manufactured in 2002. The mounting quick-release lever has a reaction time of 10 seconds, which matches the mechanical specifications. In summary, we did not find any defects; the locking mechanism works as expected. The pse stated that if the customer is not happy with the monitor mount, another alternative would be to install a fixed table mount per (B) (4). Another suggestion is for the user to ensure that the monitor is locked into its mount before leaving the set-up. Based on the available information, we conclude that the monitor's mount worked per its specifications. A tw query did not indicate any systemic issue. The monitor is currently in use at the customer's site. No further investigation or action is warranted. (B) (4)